Event description:
The customer reported that the system did not save images or display images, difficult to go from fluoroscopy to film and ended with a burning smell. This was during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the main battery pack. The system was tested and found to be working as intended and put back into service.